Manufacturer narrative:
A philips remote service engineer (rse) communicated with the customer. It was noted by the rse that the system did not meet the specification for the performed service. The customer requested a replacement speaker assembly. However, this product was at the end of support, and parts are no longer available from philips; therefore, speaker assemblies were not able to be ordered by the customer. Multiple attempts were made to confirm if the speaker was not able to produce sound; no further information was provided. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on an intellivue multi measurement server x2 indicating that they needed to order a speaker for the device. It is unknown if the speaker was not producing sound. The device was not in clinical use at the time the issue was discovered. No adverse event or patient harm was reported.